Event description:
Boston scientific received information that during the implant procedure, this lead could not sense on the lead through the device or the pacing system analyzer (psa). It was indicated the helix would not extend. As a result, the lead was removed. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Inspection revealed dried blood in the helix housing and neck region. There was possible tissue in the helix housing. Laboratory testing was able to confirm the reported helix issues likely due to dried body fluid in helix mechanism.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.